Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the fill port. The issue was described as, there was some crystallization of the drug around the additive port. The device contained 5-fluorouracil 4450mg with a total fill volume of 120ml. This was observed during dispensing of the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 h4: the lot was manufactured april 21-23, 2025. H11: the actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs identified white drug residue near the fill port area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.